Event description:
It was reported by stryker sales representative the following event:" during a cervical spondylodese last week, 2 cages were broken during insertion."

Manufacturer narrative:
Method: device history review and device inspection.results: manufacturing records were reviewed for the reported lot and no relevant issues were identified. Visual: both of the returned devices were confirmed to be fractured as reported.conclusion: the plausible root cause of the reported event is a misuse - impaction force during cage insertion.

Event description:
It was reported by stryker sales representative the following event:" during a cervical spondylodese last week, 2 cages were broken during insertion."